Manufacturer narrative:
Date sent to the FDA: 11/22/2021.

Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture injury (e20) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/05/2022. It was reported that the patient underwent mesh revision on (B)(6) 2019 due pain, abscess, fistula and infection.